Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a endovascular procedure the balloon was allegedly unable to be removed from the introducer sheath following balloon deflation. The balloon and introducer sheath were removed as a single unit. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned within the 7fr sheath. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 20mm balloon. The distal end of the balloon was protruding from the distal end of the introducer sheath and was slightly bunched, likely indicates retraction issues. The catheter was stretched and kinked just proximal to the introducer hub. No other anomalies were observed to the device. The introducer sheath was examined under microscopic magnification (6x). The distal tip of the sheath was bunched, which typically indicates retraction issues. The sheath was detached from the sheath hub and the coiled wire was unwinding at this location. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. The balloon was unable to be retracted from the introducer sheath. An attempt was made to advance the balloon through the introducer sheath. Upon advancement, the coiled wire inside the introducer sheath advanced with the catheter and was wrapped around the balloon. The coiled wire that was wrapped around the balloon was examined under microscopic magnification (12x). No ruptures were identified on the balloon. Further functional testing could not be performed due to the poor sample condition (i.e. Coiled wire inside sheath wrapped around balloon and catheter severely stretched). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: based upon the condition in which the sample was returned, the investigation is confirmed for retraction issues. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues or the introducer sheath contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip or catheter breakage, catheter kink, or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon; if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Potential adverse reactions: the complications that may result from a peripheral balloon dilatation procedure include: additional intervention use of ultraverse 035 pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon; while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the introducer sheath/guide catheter and withdraw the deflated dilatation catheter over the wire through the introducer sheath/guide catheter. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath/guide catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.